Manufacturer narrative:
This report is associated with (B)(4), biotene mouth spray (savannah).

Event description:
My mother has biotene moisturizing spray and we thought it will be just like mist but it sprayed too much that it went straight down to her throat [accidental device ingestion] she reported that her mother "nearly choked to death" using it. [Choking] excessive coughing [cough] there's thick liquid she spits like a phlegm [phlegm] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included hospice care. On an unknown date, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough, phlegm, accidental overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, cough, phlegm, accidental overdose and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, cough and phlegm to be related to biotene mouth spray (savannah). Additional information, adverse event information was received on 26 june 2018. Consumer reported that, "my mother has biotene moisturizing spray and we thought it will be just like mist but it sprayed too much that it went straight down to her throat. Now she's coughing excessively and there's thick liquid she spits like a phlegm. I just need to know if it caused by your product and needed to know what to do and be advised by someone who knows what to do to my mom whose in the hospice." Follow up information was received via phone call on 06 july 2018. The reporter mentioned that she was very disappointed with the biotene mouth spray. She stated that the spray was not a like a mist. It was like a "hard stream." She reported that her mother "nearly choked to death" using it. The consumers complete address was updated to the case. The choking event was added to the case. The event outcome for choking was unknown. It was unknown if the reporter considered the choking to be related to biotene mouth spray (savannah).

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 89-year-old female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included hospice care. On an unknown date, the patient started biotene mouth spray ((B)(6)). On an unknown date, an unknown time after starting biotene mouth spray ((B)(6)), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough, phlegm, accidental overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, cough, phlegm, accidental overdose and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, cough and phlegm to be related to biotene mouth spray ((B)(6)). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on 26 june 2018. Consumer reported that, "my mother has biotene moisturizing spray and we thought it will be just like mist but it sprayed too much that it went straight down to her throat. Now she's coughing excessively and there's thick liquid she spits like a phlegm. I just need to know if it caused by your product and needed to know what to do and be advised by someone who knows what to do to my mom whose in the hospice." Follow up information was received via phone call on 06 july 2018. The reporter mentioned that she was very disappointed with the biotene mouth spray. She stated that the spray was not a like a mist. It was like a "hard stream." She reported that her mother "nearly choked to death" using it. The consumers complete address was updated to the case. The choking event was added to the case. The event outcome for choking was unknown. It was unknown if the reporter considered the choking to be related to biotene mouth spray ((B)(6)). Follow up information was received on 26 july 2018 from quality assurance (qa) for issue-(B)(4). No sample was received, therefore a complete investigation into this complaint could not be performed. This is a low risk, level 1 complaint and can be closed if product is not returned.

Manufacturer narrative:
3012293198-2018-00006 is associated with argus case (B)(4), biotene mouth spray ((B)(6)). Complaint issue received on 28 june 2018 for issue number (B)(4): no sample was received. The lot number provided for this complaint is not known or valid. Without a known or vaild lot number, oratech is unable to confirm the customer concern, and no investigation can take place. The complaint sample needs to be returned to oratech to verify the lot number. Once the lot number has been verified, an investigation will be performed. Without the returned product no further investigation can take place. This is a low risk, level 1 complaint and can be closed if product is not returned.